Event description:
Boston scientific crm received information that this implantable defibrillation lead dislodged. The pocket was reopened and another manufacturer's lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.